Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore introducer sheath instructions for use states: "using fluoroscopic guidance, advance the dilator/sheath over the guidewire as a unit; do not allow dilator to back out of the (separate) sheath while advancing. Stop advancement of the assembly if there is resistance. Investigate the cause of resistance before proceeding. Carefully advance the assembly until it is at the desired location."

Event description:
On (B)(6) 2011 the pt was treated with the gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm. After a trunk-ipsilateral leg was successfully placed, an 18 fr gore introducer sheath was advanced to the contralateral gate however, the top of the sheath got stuck on the edge of the gate. After significant manipulation of the sheath the physician was finally able to pass it through the contralateral gate and the contralateral leg component was successfully deployed. Final angiogram revealed that both renal arteries were obstructed by the trunk-ipsilateral leg. There was still some flow into the renal arteries so the physician decided to monitor the pt. That night, the pt developed the disorder of urination. The physician performed CT and found a trunk-ipsilateral leg covered both renal arteries and a palmaz metallic stent was implanted into each renal artery. Both flows were restored and the pt tolerated the procedure.